Manufacturer narrative:
(B)(4); date sent: 3/15/2023. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device batch number 22653 , and no non-conformances were identified.

Event description:
It was reported the doctor explanted a size 13 linx device on (B)(6) 2023. The patient developed peripheral neuropathy thought to be related to a foreign body reaction.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Additional information was requested, and the following was obtained: what was the date of implant for the linx device? (B)(6) 2021. What is the lot number of the linx device? 22653. What testing was completed to determine that the patient was diagnosed with peripheral neuropathy? This was a diagnosis based on symptoms. Why does the surgeon believe that the peripheral neuropathy was due to a foreign body reaction? Suspect foreign body reaction after all other etiologies ruled out. Did the peripheral neuropathy resolve after the linx device was explanted? Yes, immediately following removal. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.